Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a hahn tapered implant lost osseointegration. The patient's bone is type iii. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. On (B)(6) 2026, after the final prosthesis delivery the patient presented with pain and infection. The provider determined the implant lost osseointegration and removed the implant. The symptoms resolved after removal, the implant was not replaced and no injuries were reported.